Event description:
It was reported that the patient presented to the clinic for regular follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture, high capture threshold and low pacing impedance. Fluoroscopy test confirmed that the rv lead was in the right position. The physician elected to re-position the rv lead. During the procedure, it was visually confirmed that rv lead had insulation damage and the physician unable to extract the rv lead due to the lead was stuck to the heart muscle. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6 section: previously type of investigation should be 3331 - analysis of production records instead of 4114 - device not returned.